Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evproplus-34, serial#: (B)(6) ubd: 23-jan-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was successfully loaded on the first attempt. No pre-balloon aortic valvuloplasty (bav) was performed. The valve was deployed and recaptured. The reason for the recapture was a difficult bicuspid anatomy and the valve dislodged. The valve was deployed again and an infold occurred. Per the physician, the patient's bicuspid anatomy contributed to the valve infold. The valve was recaptured and removed and a new valve was used for implant. It was reported that the target implant depth was 3 millimeter (mm) and the cuspal overlap technique was used. The annulus size was 83.7 mm. No adverse patient effects were reported.